Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away the evening after the pacemaker was implanted. The implant procedure was unremarkable other than the right ventricular (rv) lead being repositioned once resulting in good lead measurements. The patient had atrial fibrillation (af) and was not pacemaker dependent. The patient was discharged home right after the implant and was syncopal. Emergency medical services were contacted and resuscitation efforts were given between 45-60 minutes. A remote monitoring interrogation was performed, which showed the patient went into ventricular tachycardia (vt), then went into ventricular fibrillation (vf). Other than a drop in r-wave amplitudes from 13-16.2mv down to 3.2mv, all other lead values looked normal upon reviewing the remote monitoring transmission. Indications for the pacemaker implant were chronic atrial fibrillation (af), so the patient received a single chamber pacemaker for that reason. All other lead values looked normal upon reviewing the remote monitoring transmission. The field representative did not know if the device would be returned.